Event description:
#Medwatcher #(B)(4). Back pain, heavy period, headaches, hair loss, cramps, pain during intercourse, unable to orgasm, fatigue, mood swings.

Event description:
(B)(4). I also gain over (B)(6) lbs and look pregnant in the ten months since getting essure, since surgery I have already lost (B)(6) pounds and have lost the baby belly! Coincidence, I think not.

Event description:
(B)(4). I had to have an lavh and bilateral salpingectomy on (B)(6) 2015 due to the issues from essure.